Event description:
It was reported that the device was used during a laparoscopic adrenalectomy. It was reported by the rep that the seals on the trocars ripped after repeated insert and removal of devices. The case lasted approximately (3 1/2) hrs. 03/16/1999 - (3) add'l trocars were pulled to continue with the procedure. There was no consequence to the pt.